Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 1010 mg/dl on (B)(6) 2025. Cause was unknown. Customer was unsure of what treatment they had received. Customer was discharged 5 days later, (B)(6)2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.